Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak signal and lost sensor. The customer states that due to the transmitter not functioning properly, they had blacked out. The customer had lost confidence on device and was requesting replacement. No further information provided.